Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed both seals were broken. Case top was cracked by front corners, handle, bottom and both plunger cases. Broken alternate current. Force sensor test was found in event history log. The technician found force sensor test at power up. Force sensor values were out of calibration, 0 pound (lb)=0.00 5 lb=1.42 15 lb=10.81 and found top and bottom case physically damaged. The root cause was found to be force sensor was out of calibration from possibly impact. The technician replaced the force sensor. Calibrated and performed all functional tests which passed. The technician replaced the top and bottom case. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the force sensor occurred and case was cracked. No patient injury was reported.